Event description:
Covidien ligasure impact curved large jaw open sealer was onto the sterile field. Plugged into generator. It would not work. A second hand piece opened and utilized without problems.